Manufacturer narrative:
Device code 2017- failure to follow steps/instructions. The device was returned for analysis. The reported ¿device was pulled back against the vessel wall, blood flow from the marker lumen did not cease¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported ¿needle plunger was difficult to deploy¿ was not confirmed. The reported ¿needle plunger was removed after deployment there was no suture present¿ was confirmed as a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device was deployed even when the blood flow from the marker lumen did not slow down or cease. It should be noted that the perclose prostyle instructions for use, states: if blood marking does not stop or significantly change, evaluate the angiogram for device position in the vessel, vessel size, calcium deposits, tortuosity, disease and for location of the puncture (ensure the footplate is not in the bifurcation or a side branch). Reposition the device to stop blood marking. Alternatively, reinsert the guide wire, remove the device to hold manual compression, insert a new device or insert a new sheath. It is unknown if the IFU violation contributed to the reported difficulties. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when the lever was lifted to open the foot of the prostyle and the device was pulled back against the vessel wall, blood flow from the marker lumen did not cease. The needle plunger was difficult to deploy and when the needle plunger was removed after deployment there was no suture present. Pre-close technique was abandoned due to the device issue. The tavi was completed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.